Manufacturer narrative:
The device in this case is not expected to be returned. No photographs were taken of the device. The device history was not able to be reviewed. The lot number was not provided. The complaint database was reviewed and found no similar complaints for this product family. Merit is unable to determine a root cause at this time due to lack of available information and no complaint sample being returned.

Event description:
Boston scientific received information that "during the implant procedure, the patient suffered sudden cardiac arrest. The subclavian vein had been punctured, and when passing down the guide wire, the patient developed myocardial standstill. Cardiopulmonary resuscitation (CPR) was performed, but the patient did not survive."